Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): review of performance data showed the battery depletion curve had a sharp decrease from 2.99v to 2.59v in the one week period from (B)(4) 2011. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 54 months before the battery reached rrt voltage. The device lasted 51% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time.